Event description:
It was reported that the patient was experiencing undesired sensation and had impedances, it was also noted of possible lead fracture. Additional information received that the patient underwent a lead replacement procedure and was doing well postoperatively and had a full coverage of patients lower back and both legs. X-ray was taken and used for placement of the new lead up higher in the thoracic spine. The explanted lead was not returned. Additional information received that the physician did not see any fractured on the lead during the case.

Event description:
It was reported that the patient was experiencing undesired sensation and had impedances, it was also noted of possible lead fracture. Additional information received that the patient underwent a lead replacement procedure and was doing well postoperatively and had a full coverage of patients lower back and both legs. X-ray was taken and used for placement of the new lead up higher in the thoracic spine. The explanted lead was not returned.

Event description:
It was reported that the patient was experiencing undesired sensation and had impedances, it was also noted of possible lead fracture.